Event description:
On (B)(6) 2012, the reporter contacted animas, alleging the ok, up arrow, and down arrow keypad buttons would stick when pressed and the day of the call were unresponsive. The reporter denied damage to the keypad. The patient reportedly wore the pump exterior to a garment and did not clean it. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): testing confirmed intermittent responses to button presses on the 'ok', 'up', 'down' and 'contrast' buttons. Multiple button presses are required before the buttons engage. Removed keypad cover to check condition of the button contacts and contamination was present under the contacts of all buttons. Unrelated to this complaint, observed no auditory sound during start up. All auditory alarm settings were set to 'high' setting and tested. No sound during testing. Pump opened to check piezo and pins. A crack found in solder on piezo. (B)(4).